Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber was leaking "at the connectors". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an mr290hfv high frequency vented humidification chamber was leaking "at the connectors". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: three complaint mr290 chambers were received, visually inspected and connected to a water bag for testing. Results: during performance testing a drop of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that there was insufficient glue around the spike tubing connection in all three chambers. A lot check revealed 13 other complaints of this nature for lot number 100213. Conclusion: the cause of the fault was determined to be insufficient glue being applied to the feedset tubing at the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.